Manufacturer narrative:
It was reported that ventilation failed during transport. The affected oxylog 3000 device with serial number (B)(6) was examined on site by a dräger service technician. The information provided and logs were also analyzed in lübeck. During the on-site inspection by the device manager on the ward, the oxylog 3000 initially displayed a low gas supply pressure. The oxygen cylinder was still full. After reconnecting the central gas supply connector to the alduk pressure reducer, the oxylog 3000 no longer indicated a lack of central supply pressure, and a device test according to the manufacturer's specifications could be carried out without deviation. Based on the examination results, including log analysis, no device malfunction could be detected. The device also ventilated without fault in several tests lungs by various manufacturers. The information provided indicates a user error, namely that the plug for the central oxygen supply on the alduk was not correctly engaged during transport. In the event of insufficient gas supply pressure, the ¿supply pressure low¿ alarm is triggered. If this results in insufficient ventilation, the operating instructions require that an alternative ventilation option be available. Based on the investigation results this case is considered not to be reportable according to the medical device regulation (MDR 2017/745). The results of the investigation did not reveal any new risks that are not already documented in the product risk management file.

Event description:
It was reported that ventilation was not continued during transportation. The oxylog 3000 device alarmed and the user then changed the ventilator. During the initial check of the actual status and the ventilation settings on the oxylog, with unchanged parameters (ventilation mode bipap), the dräger technician detected unsteady and insufficient ventilation when using a silicone bag with cone and angled nozzle. An initial device test passed without deviations. No health consequences were reported. At the present time, the possibility of ventilation being stopped cannot be excluded. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that ventilation was not continued during transportation. The oxylog 3000 device alarmed and the user then changed the ventilator. During the initial check of the actual status and the ventilation settings on the oxylog, with unchanged parameters (ventilation mode bipap), the dräger technician detected unsteady and insufficient ventilation when using a silicone bag with cone and angled nozzle. An initial device test passed without deviations. No health consequences were reported. At the present time, the possibility of ventilation being stopped cannot be excluded. The device has no UDI as an UDI was not required at the time the device was manufactured.